Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 400 mcg/day) via an implantable infusion pump. It was reported that the healthcare provider (hcp) aspirated the catheter to see if he was able to get any medication back and to check flow. No flow of medication was observed. There was no flow of medication in the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp replaced the pump and the catheter. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The patient's weight at the time of the event was asked, but was unknown. If information is provided in the future, a supplemental report will be issued.